Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes, at the time of removing the recharge used and cleaning to reload. If yes, were the staples formed in the appropriate closed b formation? Yes if not, please provide details. If the stapler made fire was the entire staple line? If not, please provide details. The used recharge is removed, cleaning is done to reload. Did the device cut? If yes, has the cut line been completed? He began to deploy staples and cut himself but could not complete what is the current status of the patient? Stable but in follow up was there any consequence or change of the patient in the patient's postoperative care as a result of the event (prolonged hospital stay, readmission, reoperation, etc.)? If yes, please explain. Yes, readmission, the surgeon told me that the patient had to re-enter since he leaked the staple line. What is meant by "work done"? Could the procedure be completed with the device? Yes, but it was necessary to unlock the stapler and reload. What color cartridge was used? Ecr60b, ecr60g. Was it difficult to close or fire the device? Shoot. What was done intraoperatively to address staple lines that did not form well? Apply clips. Does the surgeon believe that the postoperative leak was the result of a deficiency of the ethicon stapler? Yes. What is the current status of the patient? Stable.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If not, please provide details. If the stapler did fire was the staple line complete? If not, pleased provide details. Did the device cut? If yes, was the cut line complete? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a sleeve gastrectomy, stapler locked. Staple lines are not formed well and work is done.